Event description:
During changeout procedure, after new device was connected to the leads and placed in the pocket, the physician was using cautery near the pocket. A nurse came in from the control room to notify them that the patient was in vt. All tachy zones were programmed off in the device at this time and the patient was rescued with external shock. In reviewing the strip from the ep recording system, a vertical line could be seen just before the vt started. Physician suspected that this vertical line indicated a shock was delivered from the device. At that time all tachy zones were programmed off in the device and nobody was near the programmer to have delivered a manual shock through the device. The device had not gone into backup mode. Source of the vertical line on the strip from the ep recording system is unclear. Device remains implanted. Should additional information become available, this file will be updated.